Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately four months ago.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was discarded at the facility.